Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; the needle guard was raised and needle hole in the needle chamber and some biological debris also in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause analysis- the root cause for the, for the raised needle guard noted during the investigation is probably due to wrong handling as noted in the "IFU": do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. A possible root cause for the issue reported by the customer, could have been due to the raised needle guard. As shown in the investigation, no occlusion issues were noted, it is possible that the needle guard moved and freed the flow passage.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00306. A physician reported a certas valve (ID 828804) and a hakim peritoneal catheter (ID 823045) were implanted via lumbar peritoneal shunt on unknown date with unknown setting. On (B)(6) 2023, gait disorder was observed and obstruction was suspected. The valve and hakim catheter were removed and replaced on (B)(6) 2023. The patient recovered. According to information provided, it is unknown if the hakim catheter failed, however it was explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.